Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic ligation of hemorrhoid procedure for the prolapse of hemorrhoids performed on (B)(6) 2024. During the procedure, the handle was damaged, and the steel wire wound inside the handle which affected the release of the bands. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 10, 2025: it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a04 captures the reportable event of handle damaged. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found that the ligator housing was not returned. Only the irrigation tube and the handle were returned, and it had marks of trip wire was secured. Also, the trip wire was found inside the handle and the handle base was found separated from the spool. No problems with the device were noted. The reported event of damaged handle was confirmed. The reported event of bands unable to deploy cannot be confirmed as the ligator housing was not returned. Upon analysis, it was noted that the assemble handle step#17 would have detected if the handle was separated from the spool. It is most likely that this damage at the handle base section happened as a result of manipulation of the device as it was being prepared when it was going to be used on the procedure, during the procedure depending on how the handle was being manipulated, or during shipping of the device. Regarding the bands being unable to deploy since the ligator housing was not returned, it is not possible to identify any defect with the reported issue. Based on all gathered information, the probable cause selected is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of handle damaged. Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic ligation of hemorrhoid procedure for the prolapse of hemorrhoids performed on (B)(6) 2024. During the procedure, the handle was damaged, and the steel wire wound inside the handle which affected the release of the bands. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6) block h2 (additional information): block a1, block b5, and block e1 (initial reporter address 1 and address 2, initial reporter city and initial reporter zip/post code) have been updated based on the additional information received on february 10, 2025. Block h6: imdrf device code a04 captures the reportable event of handle damaged. Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic ligation of hemorrhoid procedure for the prolapse of hemorrhoids performed on (B)(6) 2024. During the procedure, the handle was damaged, and the steel wire wound inside the handle which affected the release of the bands. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on february 10, 2025: it was noted that no difficulty was experienced upon setting up the device.